Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a low out-of-range (oor) pacing impedance measurement below 200 ohms. Additionally, the lead was exhibiting noise and a decrease in sensing; however other lead diagnostics remain stable. The physician suspects an insulation breach and plans to reprogram the patient's device to vvi and continue monitoring the patient. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time and our records indicate this lead remains in service. Should additional information become available this report will be updated.